Event description:
It was reported that no flow was observed in a y-type tur/bladder irrigation set during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.